Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
The customer reported a low tidal volume. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician reset the flow sensor assembly connections and the problem was resolved. No parts were replaced. The ventilator successfully passed performance specification testing after the repair was completed.